Event description:
It was reported the device has a downstream occlusion testing failure. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found scratched screen, no labels removed. The customers stated problem was not confirmed. The device was tested and passed all functional testing. The downstream sensor will be replaced as a preventive measure. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.